Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed evidence of short battery life; battery alarms and pump reboots had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture contamination inside the compartment and on the underside of the battery cap. The battery cap threads were observed to be damaged. The battery cap was unable to secure properly to the pump and was unable to maintain an electrical connection. A test cap was used for all testing. A leak test was performed and confirmed a leak at the battery compartment crack. The pump current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life was shorter than expected by the user. Reportedly, the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.